Manufacturer narrative:
Correction information has been provided in b.2 and h.11. Upon internal review of the available information, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery the implant ejected without pressing the lever. So they have used another lens and completed the procedure. There was no patient impact. Additional information has received and it states that while pulling the trigger, the implant advanced as far as the injection chamber, then released all pressure on the trigger, but the piston continued its stroke, expelled the implant before it was positioned and ready to be injected. It fell out and to avoid committing an aseptic error, was replaced.